Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call post reset ram crc alarm on the insulin pump. Customer advised an unexpected restart occurred and the device was stored. Customer advised the alarm occurred after the battery change more than once. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation, insulin pump powered up and then froze, problem isolated to pcba. We were unable to verify error 23 due to frozen screens. The insulin pump was received with minor scratches on lcd window and case.